Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
The brush head didn't rotate, saw that the part on the brush head's bristles came off/the part where the bristles rotate broke off/broken brush head [device breakage]. No adverse event [no adverse event] case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported spontaneously via phone on (B)(6) 2018 that he/she purchased a pack of 3 oral-b power oral care refills crossaction in (B)(6) 2018. The consumer stated that after inserting one of the brush heads onto the oral-b rechargeable toothbrush, version unknown, the part where the bristles rotated broke off; when the consumer turned on his/her toothbrush to brush his/her teeth in the morning, the brush head didn't rotate, so he/she looked and saw that the part with the bristles had come off. The consumer had used the brush head for 3 days. The consumer had used the electric toothbrush for two years and this was his/her first time encountering such a situation; the consumer had also used this particular version of brush head in the past. No symptoms developed. Relevant history: none reported. No further information was provided. 06-feb-2018 received consumer's follow-up phone call: the consumer reported that he/she would send in the broken brush head. No further information was provided.